Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy, purulent rash under the back therapy pads of the lifevest equipment. Patient reported a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed prednisolone and decoderm for the skin irritation. Follow up indicated that the medication helped the skin irritation to improve.